Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they just decreased in their walking abilities, began falling, and their speech went downhill over the wee kend prior to date notified. It was stated that the symptoms are like the last time their battery went dead so they thought it was the dbs. The patient was off all medications when the implant was interrogated, with their family also indicating they were getting worse with no talking/moaning. On the day prior to date notified the patient was given sinemet and some antibiotic with them doing much better. The spouse of the patient indicated the patient was better at the end of the day prior to date notified after taking medications, with them speaking. It was noted that the neurology team told the family of the patient that the extension came loose, as per an x-ray. However, the interrogations performed by the manufacturer representative (rep) didn't support a non-intact system. The patient had not had parkinson's medications for 2 days which may have led to the issue, with a battery check and impedances still in acceptable ranges. On dec-12 the rep reported that the patient was having some sort of problems so they went to the ER to read the implantable neurostimulator (ins), with it reiterated that battery measurements were fine and impedances were okay. The patient is to have an MRI but it is unsure why, with no symptoms reported. It was further confirmed that the device was not disconnected. The patient's indication for implant is parkinson's dual and movement disorders. See related regulatory report 3004209178-2017-00054.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.